Event description:
Boston scientific received information that that this patient's home monitoring system transmitted that a high, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system was detected. Additional information was received that in clinic testing was not performed as it was the first time the alert was triggered for high shock lead impedance. The rv lead also has a single coil which has elevated shock impedances since implant, and the baseline has remained high. The clinic was continuing to monitor the patient through the latitude home remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another out-of-range shock lead impedance measurement of 128 ohms occurred on the rv lead of the crt-d system. The physician was not alarmed as the rv lead is known for having a higher shock impedance value. The shock impedance alert trigger was changed to 150 ohms. Boston scientific technical services (ts) suggested considering doing shock testing if the impedance exceeds 150 ohms. This product remains in service. No adverse patient effects were reported.